Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported "a faulty PICC leaking at the hub". Additional info. Provided 03/17/2022: PICC line was inserted into patient without issue. Leak at connection between luer lock (needless connector) was noted while dressing PICC. While flushing with 10 cc syringe, drops of fluid noted to be leaking at connection site between the purple lumen and connector. About 4 drops of saline leaked out of connection while flushing with 10 cc saline. Attempted to tighten connection and issue remained. Needleless connecter exchanged with new one and connection continued to leak slowly while flushing. This was a double lumen PICC and red lumen was functioning without issue. Patient was still sterile so decision was made to rewire PICC with new line. It was discovered upon insertion while finishing procedure. What was infusion when the leak was discovered? Saline flush. Any patient symptoms related to fluid leak? None. Was the catheter removed? Was a new catheter placed? Catheter removed and rewired with new line. What type of catheter securement was utilized? None, as securement of the line was not performed yet. Was there any patient harm reported? Rewire needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed throughout the sample. A needleless injection was attached to the purple luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed at the junction between the injection cap and the purple luer adapter. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the cap. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "a faulty PICC leaking at the hub" additional info. Provided 03/17/2022: PICC line was inserted into patient without issue. Leak at connection between luer lock (needless connector) was noted while dressing PICC. While flushing with 10 cc syringe, drops of fluid noted to be leaking at connection site between the purple lumen and connector. About 4 drops of saline leaked out of connection while flushing with 10 cc saline. Attempted to tighten connection and issue remained. Needleless connecter exchanged with new one and connection continued to leak slowly while flushing. This was a double lumen PICC and red lumen was functioning without issue. Patient was still sterile so decision was made to rewire PICC with new line. It was discovered upon insertion while finishing procedure what was infusion when the leak was discovered? Saline flush. Any patient symptoms related to fluid leak? None. Was the catheter removed? Was a new catheter placed? Catheter removed and rewired with new line. What type of catheter securement was utilized? None, as securement of the line was not performed yet. Was there any patient harm reported? Rewire needed.